Event description:
No additional information.

Manufacturer narrative:
It was reported that there was black debris on the drip chamber. One photo was taken by the customer that verifies the claim. Due to no sample being returned for investigation, further investigation can not be conducted. However, a notification to the supplier was sent to inform them of this complaint. A device history record review for model 2420-0500 lot number 24083005 was performed. The search showed that a total of 43603 and 43943 units in 1 lot number was built on 01aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set had foreign matter the following information was received by the initial reporter with the following verbatim. It was reported by customer that a black debris seen inside drip chamber (3 spots).